Event description:
Customer reported a frozen display on the insulin pump and stated that the keypad was unresponsive. Customer also stated that the buttons on the insulin pump were not responding. Customer called back the following day and stated that the insulin pump restarted itself and seems to be working now. Customer's blood glucose reading at the time of the call was 229 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.